Event description:
It was reported that a half day infusor contained particulate matter inside the reservoir. This was noted before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 15, 2014 ¿ october 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter floating in the reservoir. Fourier transform infrared spectroscopy identified the particulate matter to be polyester. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.